Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) t3st3285, (t3® pro non-platform switched tapered implant 3.25mm (d) x 8.5mm (l)) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent dried blood attached to external threads. No malfunction identified. - product within specs. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2023041051. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023041051 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error (improper techniques used) and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported pain during implant placement at tooth site 34 and unk. Patient had great pain during placement although the nerve was far from the area. Procedure was completed with a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products t3st3210, t3 pro non-platform switched tapered. Implant 3.25mm (d) x 10mm (l) lot 2023040401. H4: device manufacturer date unknown / not provided.